Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 impact codes. This record no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to physician was unable to find a good placement of the lead and the helix was not retracting correctly. The representative does not have possession of the lead.